Event description:
This lead was capped and replaced because of high thresholds. There are no adverse events reported for this patient. Should additional information become available this file will be updated.